Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they took a tumble on friday and thought they didn't hurt their stimulator. Patient said they can never feel the stimulation so they check every 3 months to make sure it is still working. Agent walked patient through connecting to the app and changing programs. Patient was able to successfully change programs and turn stim back on. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare provider to further address the issue if needed. Additional information was received from a healthcare professional (hcp) on 2025-jan-13. The hcp reported that the cause of the patient never feeling the stimulation sensation was not determined. The likely cause was noted as being "patient informed they do not need to feel stimulation to have device be effective." The steps taken to resolve the issue was noted as being "6/15/23: instructed patient that if they're still having a good clinical response to not be concerned about not feeling stimulation." The issue was reported as being resolved. The hcp noted the cause of the stimulation being off and needing to be turned back on was not determined. The likely cause was noted as being "we were unaware, have not been in touch with patient for 1.5 years." No steps towards resolution were noted, but the hcp noted the issue has been resolved. The hcp noted that the fall's effect on the implant was unknown and reiterated that the "patient has not contacted us."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.